Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, this device was deployed without issue, however when the second device was inserted the account stated it caught on the suture of the first device. The capture led to a separation of the posterior foot of the second device, likely due to an under insertion of the second device because of suture snare leaving the foot in the access site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, one proglide was inserted and deployed without issues. It was noted that after deployment, the slack was not removed from the suture. A second proglide was inserted but did not have a strong pulsatile flow. The foot plate was closed, but the physician met resistant when attempting to remove the device. However, just as the resistance was met, the device jumped out of the vessel, causing a delay in the procedure and damage to the vessel. Upon removal of the device, it was observed the anterior segment of the foot plate was partially open. A 6f sheath was then reinserted, but bleeding was observed around the sheath. Therefore, the sheath was removed and exchanged with a 10f sheath. Even with a 10f sheath, oozing was still occurring. The sheath was removed and a 12f sheath was inserted, successfully controlling the oozing. It was then observed that the white cuff link from the second proglide device was in the tissue track. A cut down was performed and the cuff link, with the posterior segment of the footplate, were removed from the tissue track. It was suspected the second device became entangled with the first suture. A sheath was then upsized to 16f, and the procedure was completed. Hemostasis was achieved via the cut down. No additional information provided.